Manufacturer narrative:
Insulin pump received with broken battery cap. Insulin pump received with broken battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the battery cap broke off. Customer's blood glucose was 446 mg/dl. Customer was unable to remove the battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.